Event description:
Litigation papers allege the following: on or about (B)(6) 2010, pt suffered the following personal and economic injur(ies) as a result of the implantation with the asr hip implant: increased pain in right buttock and hip; lack of mobility when rising from sitting position or climbing stairs; trendelenburg limp toward the right; additional tests for serum chromium and cobalt levels and ultrasound of right hip; medical and physical therapy expenses; loss of quality of life. Pt has not yet had the right asr hip explanted.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.